Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: 23-june-2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the loan department received an inserter for titanium elastic nails (ten) from a customer along with a note stating that it could not be opened and required repair. Upon review of the instrument by the loan kits department, the device was found to open and function correctly. Patient/surgical involvement with the reported issue is currently unknown. This report is 1 of 1 for (B)(4).